Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, it was reported that the lca ostium was obstructed by the bulky calcification of the native valve lcc. Risk factors for coronary occlusion includes a low height of the coronary ostium, severe bulky calcification and sov obliteration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, after a 23mm sapien xt valve was implanted occlusion of the left coronary artery (lca) ostium was detected. Ballooning and stenting was performed for the occlusion. Due to the low height of lca origin (10.7 mm) and severe calcification of the native aortic valve leaflets, a guidewire and balloon were placed in the lca as protection prior to bav. Post bav, acute ar and low blood pressure (bp) of 50s mmhg secondary to the ar occurred. A 23 mm sapien xt valve was immediately deployed and landed in a 60:40 aortic/ventricular position as intended. Post deployment, low blood persisted, and the anterior wall of left ventricle became inactive on tee. Adrenaline and noradrenaline were given, and cardiac massage was performed. By reviewing the cine view, it was noted that the bulky calcification on the left coronary cusp (lcc) moved toward the lca ostium during deployment. Ballooning was performed with the protection balloon placed in the lca. Post ballooning, the cardiac movement recovered and bp increased. Ivus revealed that the lca ostium was obstructed by the native valve calcification. A drug-eluting stent was placed in the lca ostium. The patient left the operating room in a stable condition. Per the operating surgeon, the height of lca was a little more than 8 mm by his measurement. The native annulus diameter measured 21.0 mm with severely calcified valve and bulky calcification on lcc. The diameter of the sinus of valsalva (sov) and the sinotubular junction (stj) measured 27.0 mm and 24.0 mm respectively; the sov was obliterated.